Manufacturer narrative:
The customer reported that during surgery, the system was changing surgical modes on its own, and the footswitch was not recognized. No system message (sm) displayed. A ¿negative pressure" occurred causing retinal traction which in turn caused the retinal tear to increase in size. The retinal tear was repaired during the initial procedure. Additional information received noted the patient is doing well. The company service representative examined the system and could not duplicate the problem reported. The company service representative observed surgery and the system performed as intended. The system was then tested and met all product specifications. The system was manufactured on march 16, 2011. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The footswitch was manufactured on september 9, 2009. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this footswitch serial number. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5 mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ iatrogenic retinal breaks are well documented and anticipated intraoperative complication of vitreous surgery. The surgeon intervened appropriately by repairing the retinal tear. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the system was changing surgical modes on its own, and the footswitch was not recognized. A "negative pressure" occurred causing retinal traction which in turn caused the retinal tear to increase in size. The tear was repaired during the initial procedure. Additional information has been requested.